Manufacturer narrative:
Section g3 - PMA#: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer¿s investigation conclusion: the reported event of damage to the housing of the power module was confirmed via investigation of the returned product. The power module (serial number: (B)(6) was returned for analysis. It was observed that the housing of the unit was damaged. The power module housing was replaced with a new housing. After the unit was repaired and preventative maintenance was performed, the unit passed all functional testing. The power module unit was returned to the customer. A root cause for the reported event was unable to be conclusively determined through this investigation. The product investigation also found that the sheared streamline battery clip detent tab and the battery bracket was missing when the unit was opened. The device history records were reviewed, and the records revealed the heartmate power module (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 08sep2016. Power module precautions are documented in the heartmate power module instructions for use (IFU) (rev. B) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 IFU (rev. C) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all times. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 IFU (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module unit had a cracked case and would be replaced.